Event description:
Pseudoaneurysm following angio-seal closure. Patient required another procedure to repair pseudoaneurysm. Procedure findings: (1) no evidence of injury to aorta, (2) no active contrast extravasation in the liver, and (3) vascular injury to left hepatic artery with cutoff sign and segment 7/8 hepatic arteries with small pseudoaneurysm formation and spasm. Postoperative diagnosis: liver laceration. Complications: none. Specimens: none. Estimated blood loss: 10 ml. Condition of patient: the patient was transferred in stable condition.